Manufacturer narrative:
This supplemental report is being submitted due the additional information received on 26-nov-2025. This event reported on 25nov2025 (2124215-2025-86418) was then confirmed to be created in error, which is noted to be a duplicate from another report already captured under report number 2124215-2025-62440, which initial report was submitted on 05sep2025.

Event description:
It was reported that faradrive steerable sheath clear was selected for use for farapulse pvi procedure to treat paroxysmal atrial fibrillation. During aspiration of blood, it has been mentioned that air bubbles were seen in three way stopcock of sheath which could not be removed. Visible air was visible in the sheath and could not be removed. The sheath was replaced. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed. It was further reported that this event was created in error, since this same event has been captured earlier in (B)(6) 2025 (reported under report number 2124215-2025-62440, submitted on 05sep2025).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use for farapulse pvi procedure to treat paroxysmal atrial fibrillation. During aspiration of blood, it has been mentioned that air bubbles were seen in three way stopcock of sheath which could not be removed. Visible air was visible in the sheath and could not be removed. The sheath was replaced. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed.